Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and over-sensing. It was further reported that the lead had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.